Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was returned to the third-party service center for service. During the evaluation of the device at the third-party service center, foam particles were observed. Device has been scrapped.

Manufacturer narrative:
A device was returned to third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were no error codes found. The third-party service center concludes that there was a visible foam degradation and unit got scrapped. In previous report b5 verbiage was captured incorrectly and late submission was missed to capture. It has been corrected in this report.